Event description:
It was reported that during a routine device change out, infection at pacemaker pocket was suspected after pocket was opened. A yellow fluid or "material" or tissue was observed by physician in pocket. The physician stated he suspected a "staph" infection. It was stated prior to the procedure that patient had a mrsa infection (unknown location/source), and was already receiving ongoing, chronic antibiotic treatment. It was also reported that the atrial lead had chronic non-capture of atrium and no sensing of any intra-cardiac activity via this lead. The atrial lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068-52 implantable pacing lead (B)(6) 1998- h601h27 heart ring (B)(6) 1996. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.